Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The site has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Process related: no. Complaint confirmed: no. Design related: no. Notify safety: no. Capas in place: n/a. Manufactured post-CAPA: n/a. Conclusion & approvals: additional approval(s) req'd: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Product quality impact: no. Stability impact: no. Market / clinical impact: no. Sqrt review required: no. Final confirmation status: not confirmed. Aqrt review req'd: no.

Event description:
Burn blisters on her back/ this burned blisters on her back [burns second degree] , put one of them and went to bed and when she got up next morning she took it off [intentional device misuse] , put one of them and went to bed and when she got up next morning she took it off [device use error]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: r47297, expiration date: oct2019, ndc number: (B)(4), upc number: (B)(4),) from an unspecified date because the patient pulled something in her back and could hardly walk. Medical history included thyroid disorder and blood pressure abnormal from an unknown date and unknown if ongoing. Concomitant medication included levothyroxine at 125 mg one time in the morning for thyroid and other unspecified blood pressure pills. On (B)(6) 2017, the patient stated she put a heatwrap on and went to bed and when she got up the next morning, (B)(6) 2017, she took it off and had burn blisters on her back. The patient has used them for years as over the counter product and they never did this to her. She used them one time before but this burned blisters on her back. The patient stated when she put her pants on she can feel it's rubbing them (blisters) as you know the blister parts have sensitivities. The patient rubbed some back rub on her back below that for treatment. The patient was taking bayer back and body (as a treatment) for her back now because she was scared to put another one of the heatwraps on. Action taken with the suspect product was permanently withdrawn on an unspecified date as the consumer didn't know what that's going to do with her back. The outcome of the event "burn blisters on her back/ this burned blisters on her back" was not resolved and for the other events was unknown. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The site has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Process related: no. Complaint confirmed: no. Design related: no. Notify safety: no. Capas in place: n/a. Manufactured post-CAPA: n/a. Conclusion & approvals: additional approval(s) req'd: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Product quality impact: no. Stability impact: no. Market / clinical impact: no. Sqrt review required: no. Final confirmation status: not confirmed. Aqrt review req'd: no. Additional information has been requested and will be provided as it becomes available. Follow-up (26jun2017): follow-up attempts are completed. No further information is expected. Follow-up (30jun2017): new information received from product quality complaint included: investigation results., comment: based on the information provided, the events of "put one of them on (B)(6) 2017 and went to bed and when she got up next morning (B)(6) 2017, she took it off, and it had burn blisters on her back" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blisters on her back/ this burned blisters on her back [burns second degree]; put one of them and went to bed and when she got up next morning she took it off [intentional device misuse]; put one of them and went to bed and when she got up next morning she took it off [wrong technique in device usage process]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number r47297, expiration date oct2019, ndc number: (B)(4), upc number: (B)(4), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose because the patient pulled something on her back and could hardly walk. Medical history included thyroid disorder and blood pressure abnormal from an unknown date and unknown if ongoing. Concomitant medication included levothyroxine at 125 mg one time in the morning for thyroid and other unspecified blood pressure pills. The patient stated she put one of them on (B)(6) 2017 and went to bed and when she got up next morning (B)(6) 2017, she took it off, and it had burn blisters on her back. The patient has used them for years as over the counter product and they never done this to her, she used them one time before but this burned blisters on her back. The patient stated when she put her pants on she can feel it's rubbing them (blisters) as you know the blister parts have sensitivities. The patient rubbed some back rub on her back below that for treatment. The patient was taking bayer back and body (as a treatment) for her back now because she was scared to put another one of the heatwraps on. The action taken for the product was permanently withdrawn as the consumer didn't know what that's going to do with her back. The outcome of the event "burn blisters on her back/ this burned blisters on her back" was not resolved and for the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "put one of them on (B)(6) 2017 and went to bed and when she got up next morning (B)(6) 2017, she took it off, and it had burn blisters on her back" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "put one of them on (B)(6) 2017 and went to bed and when she got up next morning (B)(6) 2017, she took it off, and it had burn blisters on her back" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.